Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat# 623-10-32e; lot # ttamea: description trident 10x3 insert 32mm ID; cat# 6260-9-132; lot# 10196903: description 32mm std lift v40 head; cat# 2030-6530-1; lot # 4w8mha: description 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that the pt experienced an operative site event of infection that resulted in inpatient hospitalization. The treatment consisted of a revision of the acetabular insert, shell, bone screws, and femoral head.